Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not detach from the catheter to deploy. Reportedly, the clip was ripped from the tissue and this removal resulted in hemorrhage. The procedure was completed with another resolution 360 clip device. The severity of the bleeding was moderate and the patient had required blood transfusion. The patient condition at the conclusion of the procedure was reported to be back to normal.